Manufacturer narrative:
Concomitant product : dtba1d4 ICD, implanted (B)(6) 2016.

Event description:
It was reported that the left ventricular lead threshold had increased, and there was intermittent capture in one pacing configuration and no capture in three other configurations. The lead was inactivated. The patient was a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.